Event description:
The customer does not know which two clip appliers were involved of the four returned to microline pentax. Two pts had to go back to the hospital because of leaking clips. No pt information was provided to microline pentax.

Manufacturer narrative:
All units were decontaminated and inspected. The unit was found to be in used condition with minor observations. There was some minor damage to the outer tube. The clip applier was still functional. The eye gap measurement was just over the factory specification. The clip applier was functional, therefore, the root cause of the complaint could not be determined. Several attempts have been made to obtain pt information associated with this complaint from the hospital by the regulatory coordinator with no results. This was originally reported with four different clip appliers.